Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer reported an error with two of their scopes. Tac informed the customer that the error will carry over if the tower was not powered down since it might be only one scope that presented the error. Additionally, tac advised the customer to wipe down the contacts and plug the scopes into a tower that was powered down and later power up to see if the error will return. Tac later called the customer to follow up, the customer stated that the issue might have been with the scopes since they were unable to replicate the reported error with another set of 190 scopes. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center had a communication error code b30. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation presumed that the event might have occurred due to the user connecting the device in a condition where the electric contact point of the video connector was not sufficiently dried or there was a foreign object such as chemical liquid residue, water cerumen, sebum stain, dust, gauze. When the electric contact point is unstable, the communication between the scope and the video processor may fail, resulting in b30 errors (scope communication errors). As stated on the IFU (instruction for use) as a preventive measure, the user manual states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. The device has not been returned from wet equipment could cause the image to flicker or disappear.